Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, first inflation was performed at 6atm for 20 seconds. However, the balloon ruptured in a pinhole form at the edge upon second inflation at 12atm for 20 seconds. The device was removed from the patient's body without any problem using the normal method. The procedure was completed with a different device. No complications reported and patient was in good condition post procedure.